Event description:
Procedure performed: rt. Hemicolectomy. Event description: during the use of the stapler, the white seal became caught and dislodged, and it was found in the abdominal cavity. Product is available for return. Additional information was received via email on 11mar2025 from applied medical representative (entered by applied medical representative): some pieces fell into the patient. All pieces were retrieved from the patient. An entire component fell out. It was the internal translucent white plastic part of the seal assembly. The color of the piece was translucent white. The endo gia instrumentation passed through the event unit during the procedure. The internal seal components were not removed or cut to inspect the damaged component. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.